Event description:
Hosp personnel requested articles on power injectors. During the conversati0n, it was found by MFR's applications rep that extravasation of contrast media occurred on a six mo-old infant. The parents were instructed to apply warm compresses on the injection site. The infant was returned to the hosp several hrs later with blistering and swelling. The injector unit did not malfunction and continues to be used.